Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that on 18-jun-2024, one infusion set was fell off during use and infusion set is long for few hours. No further information available.